Event description:
Related manufacturer reference numbers: 2017865-2022-11186. New information received notes that the patient presented in clinic for follow-up due to inappropriate shock. Upon interrogation, it was found that the right ventricular (rv) lead exhibited over-sensing with double counting. Chest x-ray was performed and confirmed rv lead dislodgement. The previously reported event on the implantable cardioverter defibrillator was alleged to be due to rv lead dislodgement. During reposition procedure, the rv lead helix was not able to be retracted. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shocks, over sensing and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported event of over sensing was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Unable to retract the helix from the connector pin due to blood inside the helix housing and the inner coil. After cleaning the helix and applying torque to the inner coil at short range, the helix could be retracted and extended. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix and inner coil being clogged with blood. Electrical testing and visual examination were normal and found no anomalies.

Manufacturer narrative:
Correction - g3 - date received by manufacturer in 2017865-2022-12803 submitted on (B)(6) 2022 should have been "(B)(6) 2022" rather than (B)(6) 2022"